Event description:
It was reported that a cardiac perforation with subsequent pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and during recapture, the device perforated the laa. The perforation and pericardial effusion were noted via echocardiogram. Patient also sustained hemodynamic changes. At this time, a pericardiocentesis was performed to successfully resolve the effusion. Patient remained stabled and was discharged as planned. No device was implanted.